Event description:
Customer called technical service of manufacturer alleging that the bed exit would not alarm at nurse's station. He mentionned that the signal for bed exiting detection was not being received through the nurse call system. There was no patient involvement or incident associated in the event.